Manufacturer narrative:
Subject device not explanted. The investigation could not be completed, no conclusion could be drawn, as no product was returned.

Event description:
A device report received from waldenburg indicates: during a click-x procedure in (B)(6): surgeon inserted the t-pal small test implant, when the surgeon went to remove with the oracle slide hammer he was unsuccessful. Surgeon noted that due to the l5/s1 level and anatomy of the pt the disc space was very narrow. Surgeon then used a removal tool and was also unsuccessful. Surgeon decided to implant the small trial implant and filled the disc space with chronos and autograft completing the procedure. A few weeks later an x-ray was taken and showed the implant in a good position.